Manufacturer narrative:
(B)(4). Batch # m53r70. Corrected data: manufacture date: 5/15/2015. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. What is the current patient status? Hand sewing was used to complete the procedure. So it took one more week before the tube was taken out of the stomach. And it cost one more week¿s nutrition. The patient is in good recovery now. Who fired the device (assistant or surgeon)? It¿s a surgeon fired the device. What is the users experience with the device? He is an experienced surgeon, who has been using jnj medical devices for a long time, and had fired about 20 nils. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, tactile or audible feedback, etc.)? The surgeon had found that the device could not fire completely during the procedure. It cost too much power to fire p to p. Did the device deploy staples? If yes what was the appearance of the deployed staples? The device deployed staples. But the deployed staples were all malformed with straight-legs. Were there staples seen in the surgical field? Yes, there were. Were the donuts checked post firing? If yes, were there two complete tissue donuts? Yes. All though the device was not fired completely, there were two complete tissue donuts. Were all tissue layers present in the both donuts when inspected? All tissue layers were present in the both donuts when inspected. Was the washer checked post-firing? Yes, the washer was not cut through.

Event description:
It was reported that during an esophagectomy procedure, the device was used to anastomose tubular stomach and the esophagus. The orange indicator of the device pointed to 1.5mm in the green area. The surgeon felt it very difficult to close the device "p to p". Finished firing, the surgeon removed the device, checked the tissue and found it did not staple. Hand sewing was used to complete the surgery. Based on the patient's condition, the tissue was easy to tear by hand sewing. The sewing took one hour. The patient is in stable condition now. The recovery cycle extended and the cost of hospitalization increased.